Event description:
Feeding tube placed during operative procedure 9/21 at which time revision of jejunostomy site was performed. On 9/23 feedings were started. On 9/28 md found tube out of position with a hole in the tube going into the balloon which allowed the balloon to deflate and feedings to come out. Pt taken to radiology, a guidewire inserted to retrieve the old tube and a new tube inserted. Pt now on snf.